Event description:
The facility representative reported that the flow rate was above specification. Information was not provided regarding whether or not the problem occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation results: the reported condition of the overinfusion was not duplicated or confirmed. The device passed all visual and functional tests prior to customer return.